Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon eval, the battery pack was found to have a broke white wire that connects the pca board to the battery cells. The root cause for the broke white wire cannot be positively identified but is likely severe shock from physical impact. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.

Event description:
Review of svc data detected a reportable event. During servicing, battery pack sn (B)(4) was found to have a broken white wire. The last pt to use this battery pack did not report any deficiencies.